Event description:
Customer reported system reboots after pressing fluoro key. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the power supply and sram card. System operates as intended.